Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the trailing haptic became stuck between the plunger and the inside of the injector. The surgeon tried to dislodge the haptic and it broke off. The rest of the iol was removed from the eye through an enlarged incision. Another lens of same model was implanted instead. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned sealed in a pouch. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to just prior to the fill to line. A broken haptic is observed. The haptic is on the left side of the plunger in the groove (correct). The tip of the haptic is oriented toward the loading area. The remainder of the lens was returned. Viscoelastic and blood were dried on the lens. One haptic is broken in the distal area and distal edge is nicked/chipped near the break. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the broken haptic. The lens and broken haptic were returned outside of device. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).